Event description:
It was reported that the ultrasound gastrovideoscope was missing its ultrasound image screen during reprocessing. Patient was not sedated at the time of the event. There was no report of delay or patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported event was confirmed due to a damaged ultrasound probe. Other evaluation findings are as follows: the channel tube was leaking; the light guide tube was wrinkled; switch#1 and switch#2 did not work due to damage on the switch box; there were more than 10 sound lines broken; the insertion tube was wrinkled; the ultrasound probe had a broken cover, causing damage to the vibrator; and the objective lens was slightly scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.